Event description:
Medtronic received information that missing segments/partial display occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w unknown. Retainer ring = black. On (B)(6) 2021 customer alleged pump have a logo of medtronic flashing on the display. Pump received with a logo of medtronic flashing on the display. Unable to perform self test, sleep current measurement, active current measurement and displacement test due to logo of medtronic flashing on the display. Perform cut and open pump visual inspection found no moisture damage on electronic assembly, internal battery connector, vibrator, and motor. Swapping out test boards confirms display anomaly is isolated to pcba 2. Unit had scratched case, cracked keypad overlay, broken belt clip rails. The test p-cap locks properly in place in the reservoir compartment noted. In conclusion, customer alleged pump have a logo of medtronic flashing on the display, problem isolated to pcb2.